Event description:
Revision surgery - liner and head swap secondary to infection.

Manufacturer narrative:
Encore will continue to research this product complaint and will submit a follow-up report when add'l info is received.